Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. Emv hp;cable,conn/gun cable open. Replaced parts on repair order. Needed new zip tie to hold ferrite block to water reg/sol. Recalibrated to factory specs. Fully tested, no further issues found.

Event description:
While using a (B)(4) scaler, the air regulator leaks, there are water flow issues, and the scaler tips get very hot; no injury resulted.